Event description:
Pt was treated in 2003. At post treatment the pt had developed burns on the infraorbital rim and lateral to the oral commissure. At most recent follow-up scar revision was performed in 2004 (dermabrasion of scars). Fillers were also injected into the depressed area of scars.